Event description:
It was reported that an incident occurred involving the catheter in the closed circuit kit. The balloon experienced difficulty fully deflating. The balloon¿s integrity was not routinely checked prior to insertion; however, due to a previous deflation issue with a foley catheter where the balloon remained partially inflated upon removal and caused patient to discomfort the balloon was checked in this instance. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.